Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer has experienced high blood glucose (bg) levels (in 500 mg/dl range) after changing the infusion site. The customer has had a sinus infection and was under stress and both events may have contributed to the high bg level. The customer had reverted to insulin pens and the bg level did not change. The customer reconnected to the pump and the bg level lowered to the 300 mg/dl range. Tandem technical support advised the contact to discuss the bg levels with a healthcare provider.